Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. It was confirmed that the device had no telemetry and a memory download was unable to be performed. Visual inspection noted that the device case was slightly swollen and there was a dent on the pack left side. The device case was opened and analysis of the internal components found that the circuitry involved with telemetry functions was extensively damaged. Both the dent and the internal damage is indicative of the device being dropped, most likely after the device was explanted. No further analysis was able to be performed. Laboratory analysis was unable to confirm the field observations as the damage induced to the device was too extensive for full analysis to be performed. The patient's death was likely not related to the device malfunction.

Event description:
Boston scientific received information the patient with this implantable cardioverter defibrillator (ICD) was at the hospital for cancer treatment and experienced a ventricular fibrillation (vf). External defibrillation was administered and the patient is currently in the intensive care unit on an artificial respirator. Additional information was reported that this ICD had displayed an error message indicating that it was in fallback mode with limited therapy available after the patient underwent radiation therapy in 2008. The device was in vvi mode and pacing at 60 bpm. Boston scientific technical services (ts) was contacted and discussed that the ICD was in fallback mode due to the radiation exposure and recommended device replacement. The hospital did not take any action at that time and the device remained implanted. At a later date, this patient died after being taken off of life support. The ICD was explanted and returned for laboratory analysis.